Event description:
A 28 mm diameter x 16 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted a patient for endovascular treatment of an abdominal aortic aneurysm in 2002. Aneurysm morphology is unknown. The patient's vessels were reported to be severely calcified. It was reported that the left iliac artery was dissected during the procedure and repaired. During insertion of the 22 french sheath into the right iliac artery, the right iliac artery was also dissected. The stent graft was implanted, then the patient was sent to the operating room for surgical repair of the dissection. During the repair of the dissection, the decision was made to convert the patient to open surgical repair of the aneurysm. The explanted stent graft was discarded. No clinical sequelae were reported, and the patient is reported to be fine.